Manufacturer narrative:
Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 377745, lot# v017624, implanted: (B)(6) 2007, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) kept turning itself off which began a few days prior to report. The patient also felt shocks over the last few days. It was noted that the patient programmer displayed both the ins battery and programmer battery were full, but the recharger showed the ins was barely charged at all. Additional information has been requested but was not available as of the date of this report.